Event description:
An issue occurred with a spectrum monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the unit and could not reproduce the reported problem. As a preventative measure the unit's cpu board was replaced. Unit was calibrated and safety tested to factory's specs.